Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat uterovaginal prolapse and urethral hypermobility and mesh was implanted. It was reported that the patient had concurrent procedures of umbilical hernia repair, robotic assisted laparoscopic supracervical hysterectomy, sacral colpopexy with polypropylene mesh and cystoscopy performed during mesh implantation. It was reported that following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent trimming of mesh on (B)(6) 2010 due to eroded mesh. No additional information was provided. (B)(4).